Event description:
The device has no spo2 reading. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".

Event description:
Additional information received for report mw5149537 on 02/05/2024 to update manufacturer to unknown. The device has no spo2 reading. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".